Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined

Event description:
During follow-up, decreased sensing and noise resulting in oversensing was observed on the right ventricular (rv) lead. Noise was reproduced by moving the patients arm. The physician suspects insulation damage although it was not confirmed by diagnostic imaging. The event was resolved by capping and replacing the rv lead. The patient was in stable condition.